Event description:
It was reported that multiple cartridge alarms occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to load a new cartridge successfully however the cartridge alarm reoccurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.